Event description:
Procedure type: laparoscopic oophorocystectomy. According to the reporter: the balloon suddenly burst while looking inside the abdominal cavity. There were no other devices in cavity at the time. A new trocar was used to complete the procedure. No bleeding occurred. No tissue damage occurred. Nothing fell into the pt cavity. There was no harm to the pt. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).